Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog number and lot number unknown / not provided. PMA/510(k) numbers unknown / not provided.

Event description:
It was reported that the screw became loose.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
One universal retaining screw (urs2) was returned for inspection. Visual evaluation of the returned device notes that the screw shows significant signs of wear and debris about the threads and drive feature. The reported product was located on tooth site 19 and used for approximately 10 years. The customer has not provided additional pictures or x-ray images of the product. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the screw became loose. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported zimmer screw was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. The reported product was located on tooth sites 30 and used for approximately 10 years. The customer has not provided additional pictures or x-ray images of the products. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Complainant reported that the zimmer abutment screw loosened at implant sites 19. The reported complaint could not be verified with the information provided, and without return of the products. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b3: date of event. D1: brand name. D2: common device name and device product code. D4: catalog number. G5: PMA/510(k) number.

Event description:
Urs2 loosening.